Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during use. The proper troubleshooting could not be completed due to the fact that alarm had occurred earlier in the night. The technical service representative (tsr) explained the alarm. The tsr advised the registered nurse (rn) to next time report the alarm as soon as the alarm sounds. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.